Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and evidence of moisture ingress was observed within. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/24/2015 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal. Evidence of moisture ingress was found inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The reported issue was confirmed. The pump case was removed, and no further evidence of internal damage or defect was found.